Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 99 mg/dl at the time of the incident. The customer was advised to disconnect and was assisted in performing a fixed prime. The customer stated that the insulin exited. The customer also stated that the infusion set cannula was not bent. Another prime was performed with insulin exiting and the customer was advised that the set may be occluded. The customer was advised to change entire infusion set. The customer did not have the product to return. The product will not be returned for analysis.